Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer delivered a correction bolus via pump to address bg. Reportedly, the pump was not outside the labeled altitude operating range. The cartridge was reloaded, and insulin delivery was resumed.